Event description:
It was reported that during central processing, it was observed that the motor device had a hole in the hose. During in-house engineering evaluation, it was observed that the device had low rotations per minute (rpm). The event was not related to surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of a hole in the hose was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had low rotations per minute (rpm). The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.